Manufacturer narrative:
Unit received with blank display due to damaged battery tube. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, displacement accuracy test or verify battery error due to blank display. Unit received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and corroded battery tube.

Event description:
Customer reported via phone call cosmetic damage and hospitalization. The customer's blood glucose was 400mg/dl at the time of incident and current blood glucose is 130 mg/dl. Trouble shooting was performed found customer hospitalized at mississippi medical center for high blood glucose. Customer was treated with manual injections. Customer stated there is crack around the battery compartment and insulin delivery stopped. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.